Event description:
It was reported that there was white, floating particulate in a small volume intermate device. The device was reportedly compounded with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15b006 was manufactured between february 23, 2015 and february 26, 2015. The affected device was received for evaluation. A visual inspection on the unit (via the naked eye) noted white particulate approximately 1.17 mm in size, floating inside the fluid of the reservoir, verifying the reported condition. The particles were identified to be acrylic material via fourier transform infrared spectroscopy scanning. The origin of this material is unable to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.